Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they went to charge the ins last night when they got the power on reset (por) screen on the fully charged recharger. Pt mentioned they were able to get to the ins charging screen, but pt didn't continue charging as they didn't know what por was. Troubleshooting was unable to be performed as the batteries were dead in pt's programmer, and pt didn't have access to new batteries during the call. Patient services (pss) reviewed to call back once pt had new batteries in the programmer for troubleshooting the por message. No symptoms were reported.